Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent the procedure because the implantable pulse generator (ipg) was unable to connect to the charging puck or remote. It was reported that the patient experienced a fall that was not related to the device or stimulation, after which the ipg stopped functioning. The ipg was discarded by the hospital and will not be returned for analysis. Postoperatively, the patient was fully recovered and happy.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.